Event description:
The dental implant fx3412mlc was removed on (B)(6) 2019 due to failure to osseointegrate 8 months and 13 day after implantation. The patient has history of hypertension. The patient required bone augmentation for the operation. The doctor noted bone resorption during explantation. The patient required another surgical intervention to recover.